Event description:
New information received notes that the patient presented to clinic for follow up. It was noted that the right atrial lead exhibited low pacing impedance. The insulation damaged was confirmed by visual examination.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the low voltage lead was found to have an insulation breach. The low voltage lead was capped and replaced on (B)(6) 2025. The patient was discharged following the procedure.